Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was traveling in argentina and visiting with family. The patient stated they wanted to check on their battery level this morning to see how everything was going and reported getting the following message: data lost, data has been lost, contact your clinician. The patient did not have any other code on the screen. The meaning of the message was reviewed with the patient and the patient was redirected to their healthcare provider (hcp) to further address the issue. The patient inquired if this was due to not getting a cell signal and stated they had never seen this message. The patient mentioned they had been in argentina for a week and this was the first time they had signed on to check everything. The patient may try to start a charging session to see if therapy was on or off. The issue was not resolved through troubleshooting. The patient was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.